Manufacturer narrative:
H10: h3, h6: part of the device, used in treatment, was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The anchor and sutures were not returned. The insertion device has bio debris but no visible defects. A material assessment could not be performed due to the part not being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis is required for raw material. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the healicoil anchor broke while implantation. The procedure was completed without surgical delay, using back up device in the original drilled bone hole and all the broken pieces were retrieved using tweezers. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).